Event description:
It was reported that, during implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, the electrode exhibited high shock impedances out of range. It was also noted that during the defibrillation threshold (dft) test failed. Subsequently, this electrode was removed from the header and re-inserted. The dft was done again, with a successful shock and good impedances measurements. Furthermore, the patient was checked the next morning, and the shock impedance was out of range. Boston scientific technical services (ts) recommended to perform an x ray. Moreover, the system was explanted and replaced. No additional adverse patient effects were reported.